Event description:
It was reported that catheter was stuck with the guidewire. The target lesion was located in the severely calcified artery. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the device was stuck with the non-boston scientific guidewire. The catheter and guidewire were removed as a single unit, and the guidewire was able to be removed from the catheter outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good post procedure.

Event description:
It was reported that catheter was stuck with the guidewire. The target lesion was located in the severely calcified artery. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the device was stuck with the non-boston scientific guidewire. The catheter and guidewire were removed as a single unit, and the guidewire was able to be removed from the catheter outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues were noted with the hypotube shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No kinks or damages were noted on the shaft polymer extrusion profile. Contrast was noted in the inflation lumen. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device could be loaded and tracked over a 0.0140-inch guidewire with no issues. No device issues were identified during returned product analysis.